Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller also mentioned patient was in a car accident and was being shocked. Caller stated the twisting of the accident caused the patient's leads to pull out. Caller states patient ended up having most of the lead removed, since a part was fused to the bone, and the ins removed.

Manufacturer narrative:
Other applicable components are: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6). (Device removed in (B)(6) 2015). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s implantable neurostimulator (ins) was removed in (B)(6) 2015 following a car accident. The patient was not injured but the ins started ¿acting funny¿ so it was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.